Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient was never happy with her ins. Prior to this, she had a competitor's ins and had almost her normal life back. She wore that ins out and picked this because it was MRI eligible. Ever since she had the ins, it takes her almost a whole day to charge. She just dealt with pain, she could not get any comfort out of it. Patient has not been using her therapy hardly because it has been acting up and has not charged for a couple of months. Pt used her insr and has been getting reposition antenna screen. Pp is not connecting either. Pt did not know the date when she realized she could not connect and charge any more. Patient has had problems for months and cannot tell the exact timeframe. Pt says a lot of it was lying in bed on pain pills because she was done with a major unrelated surgery for a foot, thinks in (B)(6) 2019. At that time she was still able to charge and go into MRI mode. Patient broke her hip again (unrelated) and had additional issues with the unrelated foot surgery and had an MRI scheduled on (B)(6). Pt mentioned she is in excruciating pain and needs her foot operated on, she is walking in a cam walker now. Patient will discuss the ins replacement b/c she cannot get the device to work. Later, the rep stated that they spoke to the patient and were working on a trickle charge. No further complications were reported. On 2020-jun-03 additional information was received from the rep. It was reported that as of now the pt remains unable to charge despite 3 trickle charge attempts. The pt will call the rep once she has an appointment. She reported that the therapy did not help much with her pain. There is no current plan until she sees her new md which has not happened yet. Md is unaware as she has not yet established care. No further information is available at this time.